Event description:
The customer reported that the system had a low ma error and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased. The snubber board was replaced during the service call. The system was tested and found to be working as intended and put back into service.